Event description:
Replacement of poly and talar components of an ankle prosthesis 10 years post-operative.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.